Event description:
The provider's office reported that the patient was hospitalized due to "rage bolusing." During follow-up, the patient stated feeling unsupported by omnipod, and the provider requested outreach to supply resources. Clinical product support (cps) attempted to obtain required medical details and across three good-faith outreach attempts, cps was unable to reach the patient. No additional information could be collected. Additional information is being solicited, a supplemental report will be submitted if received.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and low glucose levels. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone17.2. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.